Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed to specification up to the 7th june 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between 14th-24th june 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fautl could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.